Manufacturer narrative:
Device passed self test and displacement test. Formatted history file confirmed the critical block and inverse critical block did not add to zero and the motor arm cannot communicate with the main arm due to software error. Unit was programmed with test guardian link and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Device display the programmed value properly on the display graph. Unit was also programmed with test glucose meter. Device communicated properly and recorded the 52 mg/dl value properly from glucose meter. Device sensor feature working properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received pump error alarms. Customers blood glucose was unknown at time of incident. Customer states that no glucose level was displayed frequently. Insulin pump will be return for analysis.